Manufacturer narrative:
A supplemental report is being submitted for the patient's laboratory data. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for correction and device evaluation and investigation completion. Correction d5: operator of device was corrected from healthcare professional to lay user/patient. Product event summary: hw10754 was not returned for evaluation. Review of controller log files revealed several gradual increases power consumption and estimated flows beginning on (B)(6) 2021 leading to parameters above normal operating range, followed by a sharp increase in power consumption and estimated flows beginning on (B)(6) 2021 to parameters above normal operating range. 433 high watt alarms were logged since (B)(6) 2021. A vad stopped alarm was logged on (B)(6) 2021 at 22:00:10 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. Nine (9) vad stopped alarms were then recorded on (B)(6) 2021 between 22:06:58 and 22:22:22 due to a failure of the pump to restart after several attempts. As a result, the reported high power and vad stop events were confirmed. Information received from the site indicated that, in addition to the high power event, the patient was hospitalized for thrombus. The patient had hypotension, hemolysis, elevated lactate dehydrogenase (ldh), international normalized ratio (inr) was therapeutic, and a transesophageal echocardiogram (tee) was done. The patient was given anticoagulants and thrombolytic therapy. It was also reported that the patient experienced an ischemic cerebrovascular accident (cva). A head/brain computerized tomography (CT) was performed and the patient received anticoagulants and thrombolytics. After treatment, the vad stop ped. An echocardiogram was performed, and the patient required inotropes for worsening heart failure. The patient subsequently expired, and the cause of death was due to cardiac arrest. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, worsening heart failure, neurological dysfunction, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of device thrombus events. Based on historical review of similar events and the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion, which likely further triggered vad stop alarms and prevented the pump from restarting. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for ventricular assist device (vad) thrombus and high power. The patient had hypotension, hemolysis, elevated lactate dehydrogenase (ldh), international normalized ratio (inr) was therapeutic, and a transesophageal echocardiogram (tee) was done. The patient was given anticoagulants and thrombolytic therapy. It was also reported that the patient experienced an ischemic cerebrovascular accident (cva). A head/brain computerized tomography (CT) was performed and the patient received anticoagulants and thrombolytics. After treatment, the vad stopped. An echocardiogram was performed, and the patient required inotropes for worsening heart failure. The patient subsequently expired, and the cause of death was due to cardiac arrest.